Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the esc button did not respond due to corrosion on the keypad trace. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.